Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope failed adenosine triphosphate test (atp) but was not sampled and cultured. The microorganisms were detected from the suction channel, and from the distal tip to the suction port. It was reported that the customer used ruhof atp device to the scopes for bioburden and the scope had numbers greater than normal. The issue was found during a routine culture of the scope. The scope was cleaned and sterilized. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The customer uses eco lab enzymatic and steris s40 and they check the minimum effective concentration each cycle. The aer that is used to reprocess the endoscope was 3612520021 steris endo 1. The endoscope channel was brushed during manual cleaning with a single use brush. Pre-cleaning was performed immediately after a procedure using suction enzymatic and wiping with an enzymatic sponge. The endoscope was also leak tested prior to manual cleaning with an olympus leak tester (model and serial numbers were not provided). An olympus endoscopy support specialist (ess) was dispatched on jul 11, 2022, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess dispatch report stated that the customer uses enzymatic detergent and water for pre-cleaning. The customer uses the olympus accessories endo jaw hot and cold biopsy forceps, single grasping forceps, disposable injector nm, and the disposable electrical snare, boston scientific accessories alliance 2, cre fixed wire esophageal balloon dilatation catheter and cook 4,6,10 shooter mbl-6-xl-c during the procedure. The olympus ess tech recommended to request in-services for the accessories to insure channel proception during pre-cleaning procedure. The customer also uses the following during manual reprocessing efp250 endo-flush, bw-412t combination cleaning brush, ecolab enzymatic detergent and runoff atp complete test instru sponge and test swab. The previous atp swab reading was above 100 indicating that the surface was considered dirty and should be reprocessed again. Scope was washed repeatedly and sent into olympus. As reported, this was not a positive culture, but atp testing results was above the desired atp readings, multiple times. The customer uses steris system1 to sterilize scopes. Customer does not have the suction cleaning adapter mh-856 but will purchase. All reprocessing personnel were trained on infection control information referenced in the user manual and how to properly reprocess an endoscope referenced in the manual. The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the evaluation/investigation.

Manufacturer narrative:
Upon further review, this complaint is for a failed routine atp test during pre-inspection of the device. Per the legal manufacturer's risk documentation there is little to no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. This complaint does not constitute a reportable event.